Event description:
Follow up information identified cultures were positive for (B)(6). The patient has completed two months of antibiotics and is now being treated with oral antibiotics. The patient reports the infection has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing drainage and pain at the ipg site. The patient was admitted to the hospital and received antibiotics. The patient was discharged from the hospital with a PICC line and daily antibiotics. The patient is receiving cefepime 2gr.